Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (biopsy forceps).

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, initial attempt to cannulate was unsuccessful. The physician requested needle knife, it was checked and connected as required, needle out as per consultant's request, small pre-cut was done, and the physician asked for needle to be out again. It was noted that the needle was broken and seen embedded in mucous. The embedded needle was removed with biopsy forceps. The procedure was completed with different device. It was reported that cholangiogram showed cbd stricture and a straight stent inserted with good drainage. There were no patient complications reported as a result of this event.